Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that during an implant procedure, the right ventricular (rv) lead was found to have exhibited high capture thresholds, and the rv lead helix was difficult to retract. The rv lead was not used and another rv lead was used to successfully complete the procedure. The patient was stable throughout.